Event description:
If was reported that this implantable lead exhibited an unspecific product performance issue. The local area field representative was contacted for additional information, however at this time no further information is available. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.